Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error alarm and was exposed to moisture. The customer¿s blood glucose was 120 mg/dl at the time of the incident. The customer states the insulin pump was exposed to lake water and the buttons are now unresponsive. The critical pump error alarm was displayed on the screen. The customer also noted the insulin pump has been dropped. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly.